Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed compromised force sensor system alarm. Customer's blood glucose was 128 mg/dl. Insulin was squirting out during manual prime. Insulin continued to drip after the motor had stopped. Device was unable to exit the preparing to prime loop. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor resistor. Unable to confirm the compromised force sensor system alarm due to the motor error alarm. The pump passed the displacement, self test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with a cracked reservoir tube lip and minor scratches on the display window. No moisture damage was noted on the electronics assembly.